Event description:
Ventilator shut itself down. Vent was removed and pt placed in CPAP bag for ventilation. Unit displayed error code 05 cpu b shutdown. Vent was replaced with no adverse effects to the pt.